Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/27/2018, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. The complaint device was returned for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the transmitter failed as the logs showed a pairing failure due to a failed transmitter error which was displayed during the investigation window. The customer complaint of a pairing failure was confirmed. The root cause was determined to be a failed transmitter error. Reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional patient or event information is available.